Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot part # 04.013.356s, lot # 9l41194, manufacturing site: werk selzach, release to warehouse date: 23 may 2022, expiration date: 01 may 2032, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.013.356, non-sterile lot #744p549, manufacturing site: werk selzach, release to warehouse date: 30 march 2022, supplier: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2022, after reaming, the nail was guided over the drill bit by antegrade, which also worked without any problems. Only when the lock was inserted and the synream reaming rod was to be removed again, did this not work. The nail was then removed, the reaming rod removed, and a test was carried out on the table to see if the reaming rod would fit through the cannulation of the nail - this did not work there either. The nail was then reinserted and since the fracture was well positioned and reduced, the rest of the surgery went smoothly. Procedure was completed with a delay of thirty minutes. This report is for a 9mm ti cann retro/antegrade femoral nail-ex/380mm-sterile. This is report 1 of 1 for (B)(4).